Manufacturer narrative:
The explanted device was returned for evaluation. Analysis of the submitted log file confirmed the reported low flow alarms. Evaluation of the returned lvad pump revealed depositions on the inlet stator, rotor bearing ball, blood tube, rotor bearing cup, and outlet stator. The depositions were partially obstructing the blood flow path and could have contributed to the low flow alarms. The distal side of the inlet stator and rotor bearing ball revealed a white/red, tissue-like deposition. The deposition had areas consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was in operation. The duration of its presence in the pump could not be conclusively determined. The lumen of the blood tube revealed a red/white, flat deposition. The deposition had denatured areas, indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. The evaluation could not conclusively determine the origin of the deposition nor the duration of their presence in the pump. The outlet stator and rotor bearing cup revealed a red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device was returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing heart failure symptoms and was found to be fluid overloaded on exam. The patient was also experiencing constant low flow alarms. A data log reviewed by the manufacturer's technical services representative confirmed average power ranged from 3.5 watts to 4.2 watts with average estimated pump flows ranging from 2.0-2.4 lpm. An echocardiogram was performed which revealed no flow was going through the pump. A pump exchange was planned for (B)(6) 2015, however, the patient was treated with tissue plasminogen activator and the patient's flows were reportedly stable. The pump was eventually exchanged on (B)(6) 2015.